Event description:
Nurse was changing the contrast, and the vent on the contrast spike broke off. Contrast was leaking out of the port rapidly. The nurse put an end cap on to stop the leak but this inhibited the contrast from filling the syringe. Unable to deliver contrast during the stent deployment. So the procedure continued without contrast during deployment. By the end of the case, the tech was able to get the tubing, etc, replaced. Contrast was used on the rest of the case to find that the stent deployed and patient did fine.